Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while harvesting down the leg the pa was using the c-ring on the vaso view hemopro to run the vein to ensure that all branches were clear. The c-ring got tied up on some tissue and while maneuvering the c-ring to free it, the pa noticed that it was stuck because the c-ring was somehow broken in half. The pa was concerned that the c-ring would be stuck in the pt's leg, however when the pa pulled the device out, both pieces came free. Nothing fell into the pt. The c-ring was not manually manipulating prior to the procedure and was not engaged in the jaws. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory for eval. Slight evidence of blood and clinical use were observed. The c-ring was transected. The scope wash tubing remained in the cannula due the retention rib. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the eval result, the reported complaint was confirmed for "c-ring transected by cautery tool". The confirmed failure mode is currently being remediated in our CAPA process. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch.